Event description:
It was reported the patient experienced weakness in her biceps immediately after her implant procedure. The patient also reported feeling like her chest was bruised underneath the clavicle area. The patient was hospitalized for six days and monitored. It was reported the patient had received pain medication. The system remains implanted, and it was reported all symptoms have since resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.